Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6), 2010 alleging a date and time issue with his one touch ultra mini meter. On (B)(6), 2010 at around 8:00am, the patient mentioned that he was having difficulty setting up the new meter and the meter was going into the date and time. Since he was unable to test his blood glucose, he withheld his insulin ( 8 units of lente and 5 units of ultrarapid) . Approximately 5 minutes after testing he developed symptoms of feeling shaky. He did not seek any medical attention or contact his physician for assistance. Customer care advocate (cca) was able to resolve the alleged issue over the phone with the patient. The product was replaced. The complaint is being reported since the patient alleged that he was unable to test due to the reported issue and 5 minutes later developed symptoms suggestive of hypoglycemia.